Event description:
Caller reported experiencing a tandem mobi not enough insulin alarm. There was no adverse impact to the customer's blood glucose level. The caller successfully loaded the cartridge and resumed insulin therapy.